Event description:
The account stated that the architect c8000 analyzer generated an initial magnesium result of 5.1 meq/l. The sample was repeated and a result of 2.0 meq/l was generated. The sample was repeated on an alternate analyzer which generated a result of 1.8 meq/l. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). The customer resolved the issue prior to the arrival of field service. The customer found two loose 1 ml syringes. The customer tightened the syringes on the wash pump which resolved the issue. In addition customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the clinical chemistry magnesium package insert were reviewed and were found to adequately address troubleshooting of erratic results. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
(B)(4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.